Event description:
It was reported that during the initial implant procedure; poor sensing was noted on the right ventricle (rv) lead. Repositioning of the rv lead was attempted; however, the helix of the rv lead was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during the initial implant procedure; a diagnostic anomaly was observed on the ECG when positioning the right ventricular (rv) lead. Repositioning of the rv lead was attempted; however, the helix of the rv lead was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix unable to retract and diagnostic anomaly or poor sensing. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of diagnostic anomaly or poor sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.